Event description:
It was reported that the pump's security check failed and that the delivery rate was not within tolerance. Reporter stated this occurred during a security check and there was no patient involvement. Evaluation of the returned device found the downstream occlusion seal was loose, and the delivery rate was too high.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was loose. Service history identified the complaint was not related to a previous service of the device within the review period. The customer reported issue was not found in the event history log. Functional testing confirmed that the device was over delivering, due to an expulsor that was too big. The expulsor was sanded and the dso seal was replaced to address these issues. The device then passed all testing.